Event description:
After 8+ months of implantation this ICD was explanted and returned because it was reported that the device could not be interrogated. In addition, there was no response to magnet application.